Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition. A revision procedure was performed a few days later where the rv lead was surgically abandoned. During the revision procedure connections and secure setscrews were verified. It was noted that there was intermittent noise during the removal of the lead from the pocket. No additional adverse patient effects were reported.